Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultramini meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with a combination of insulin (unknown type and dosage and oral medication, 2000mg of metformin. The patient claimed that the reported issue prevented her from testing so when she visited her doctor on (B)(6) 2012, she was tested on the clinic's meter (unknown device) and obtained a result of "over 700mg/dl." The doctor treated her with "74units" of insulin (unknown type) and "increased her metformin dosage from 2000mg to 3000mg." The cca was informed by the patient that she did not develop any symptoms due to the alleged issue. During troubleshooting, the cca noted that the reported issue remains unresolved. Replacement products were sent to the patient. Although the patient denied developing any symptoms, this complaint is being reported because the patient received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.